Event description:
Customer reported the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the sram memory card. System operates as intended.